Manufacturer narrative:
(B)(4). Attempts have been made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were any radiological tests performed? Please provide size and location of the needle tip retained in patient. Are there any plans to remove the broken needle tip from patient in future? A shipper kit has been sent out to aid in return of device for evaluation; has the device been returned yet?

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pdz762 number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent lap (B)(6) fundoplication on (B)(6) 2019 and suture was used. During the procedure, when starting closure the tip of the needle broke off in the subcutaneous fascia. The needle was not removed. A similar device was used to successfully complete the procedure. There were no adverse patient consequences reported.